Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has 0 voltage. There is no shared data log available for review. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2016 that on (B)(6) 2016 the receiver displayed an unrecoverable loss of antenna passed threshold. No additional patient or event information is available.